Manufacturer narrative:
The c503 analyzer serial number was (B)(6). On (B)(6) 2026, photometer maintenance was performed. On (B)(6) 2026, qc results were stable. The investigation is ongoing.

Event description:
We received an allegation of qc issues and a discrepant high result for 1 patient sample tested for tina-quant lipoprotein (a) gen.2 (lpa2) on a cobas c 503 analytical unit the initial result was 220 nmol/l. The repeat result was 125 nmol/l.

Manufacturer narrative:
The customer had no further issues after photometer maintenance. The specific cause of the event could not be determined.

Manufacturer narrative:
Based on the information provided, the investigation determined the event was consistent with pre-analytical handling issues. The investigation did not identify a product problem.